Manufacturer narrative:
Additional information sections: h6, h10 an event of structural valve deterioration with tears and a valve-in-valve being performed was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On an unknown date, structural valve deterioration (svd) was observed with leaflet tears. On an unknown date, the patient underwent tavi procedure. The patient status was reported as unknown. No further information is available.